Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, sensing issues were noted. The patient was admitted to the hospital due to a syncopal event which resulted from undersensing of ventricular tachycardia (vt). A revision procedure was performed. The lead exhibited undersensing through the device and demonstrated poor sensing through the pacing system analyzer (psa). The pacing/sensing portion of the rv lead was removed from service and replaced. The patient subsequently developed an infection and this lead and the competitive device were explanted. No additional adverse patient effects were reported.